Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Subsequently, the patient was reported to experience fainting and a syncopal episode which the physician believed it was related to the device reverting to safety mode. Furthermore, oversensing and pacing inhibition due to the safety mode unipolar sensing was suspected. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.